Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The same day as event onset, the patient was treated with vancomycin (1 gram per one bag , route, duration and the frequency not reported) and meropenem (250 mg, three exchanges per day, route, duration and frequency not reported). Action taken with pd therapy was not reported. At the time of this report, the patient outcome was unknown. No additional information is available.